Event description:
It was reported that during a routine mast discectomy procedure, the flex arm would not tighten. Another flex arm was used. The case progressed as planned. No patient complications were reported.

Manufacturer narrative:
(B)(4). Functionally evaluated flex arm rigidity by manually fully tightening and manipulating instrument tip. The instrument tip was in sufficiently rigid after full tightening. The above observations are consistent with anticipated wear due to a worn internal cable, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.